Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes were noted due to t-wave oversensing. Reprogramming was preformed to resolve the issue. Patient was in stable condition.